Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. Reportedly, the patient states that there was an infection at device site and the system was scheduled to be removed. There were no additional adverse patient effects reported. All available information indicates that as of this time, the rv lead remains in service.